Event description:
On (B)(6)2021, a device evaluation was completed by kci quality engineering. On (B)(6)2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6)-2021, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged fistula and subsequent infection are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged fistula and subsequent infection are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. The nurse noted outcome of therapy - therapy goal achieved - graft. An evaluation of the device is currently pending completion. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals, and instillation therapy parameters (for v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Contraindications: v.a.c.® therapy is contraindicated for patients with: non-enteric and unexplored fistulas. Warnings: enteric fistulas: wounds with enteric fistulas required special precautions to optimize v.a.c.® therapy. V.a.c.® therapy is not recommended if enteric fistula effluent management or containment is the sole goal of therapy.

Event description:
On 17-mar-2021, the following information was provided to kci by the patient: on (B)(6) 2021, the patient was admitted to the hospital for a week and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on hold until (B)(6) 2021. The patient's wound reportedly has a fistula and feces was allegedly draining into his wound and the patient subsequently developed an infection. It was noted that the fistula was not able to be closed. On 22-mar-2021, the following information was provided to kci by the patient: the patient reportedly "goes through a large amount of canisters due to open fistula. Has an appointment on (B)(6) 2021 for surgery or to schedule surgery." On 31-mar-2021, the following information was provided to kci by the patient: the surgery to repair the fistula was rescheduled for (B)(6) 2021. On 13-apr-2021, the following information was provided to kci by the physician's office: the physician is currently caring for the patient but it is unknown if the fistula occurred prior to v.a.c.® therapy placement on (B)(6) 2021. No additional information available. Per records provided on 13-apr-2021: the nurse noted the following: on (B)(6) 2021 the outcome of therapy noted "therapy goal achieved - graft." A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.